Event description:
It was reported that the customer experienced a blood glucose (bg) level of 506 mg/dl and a high level of ketones. Reportedly, customer ran out of insulin while using the pump. The customer went to the emergency room and was subsequently hospitalized. Bg was treated with intravenous insulin. No information was provided regarding the release date and if permanent damage was sustained; however customer indicated the issue was resolved.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per the tandem user guide - always check that your cartridge has enough insulin to last through the night before going to bed. If you are sleeping, you could fail to hear the empty cartridge alarm and miss part of your basal insulin delivery.